Manufacturer narrative:
The t:slim g4 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 300 mg/dl to 360 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.